Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Extension model # 37083-40 lot # nkc018299n implanted 2010-(B)(6) explanted unknown; extension model #3708140 lot # njb060717v implanted 2010-(B)(6) explanted unknown; lead model # 3587a25 lot # n234350 implanted 2011-(B)(6) explanted unknown; lead model # 3587a25 lot # n234350 implanted 2010-(B)(6) explanted unknown; adaptor model # 3550-29 lot # n237035 implanted 2010-(B)(6) explanted unknown; programmer model # 37743 lot # nke136985n; recharger model # 37752 lot # nka133445n.

Event description:
It was reported that the patient was not able to adjust stimulation. The display showed "in the box" icon. Additional information received noted that the patient had received a replacement programmer and had sent the old patient programmer to repair. The patient was seen on 2012-(B)(6) by a health care provider. They interrogated the ins and exited correctly per instruction. The patient left the office with full functionality of her device.